Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed proximal circumflex artery. A 2.0 x 15 mm rx tenku ruptured during the second inflation at 14 atmospheres. An unknown balloon catheter and a xience stent were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency the tenku dilation catheter device is an abbott vascular manufactured device which is distributed by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.